Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the issue was resolved after hard power cycle of the system. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that they were unable to take control of the instruments after inserting them. Tse had customer remove instruments and perform hard power cycle of system to resolve the issue. The procedure was completing as planned with no reported injury.